Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch and a plunger lever error. No adverse health outcomes occurred.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found the pump in poor condition and the top case was chipped and cracked. A check clutch/plunger lever error was observed in the event history log. Functional testing of the device was unable to replicate the reported issue. Based on the evidence, the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.